Manufacturer narrative:
Sensor 0m0001fnpa0 was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Data was extracted using approved software. Sensor was found to be in state 5 (normal termination).observed the sensor plug assembly had transferred and was seated correctly into the sensor patch. It has been determined there was no product malfunction. Extended investigation has also been performed for the reported complaint. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother reported customer experienced an allergic skin reaction while wearing an adc freestyle libre sensor. It was further reported the sensor was attached on (B)(6) 2017 and then fell off on (B)(6) 2017 due to the customer having scratched the site because it was ¿itchy¿ from the reaction under the sensor. It was further reported that the skin where the sensor had been applied was notable for a ¿round, inflamed circle¿. Caller noted the customer had contact with a healthcare provider and was prescribed hydrocortisone cream. No further treatment was required. There was no report of death or permanent injury associated with this event.